Manufacturer narrative:
(B)(4). The referenced endobronchial tube was received for evaluation. Visual examination showed no anomalies. The reported "cuff won't deflate" issue was not confirmed. The batch paperwork for lot number 201404349x was reviewed and confirms that the lot was manufactured to meet all of the blueprint specifications and quality requirements.

Event description:
A report was received stating that during "prior to use"testing, an endobronchial tube's cuff did not properly deflate. There was no patient involvement.

Manufacturer narrative:
(B)(4).